Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap salpingectomy converted to lap oophorectomy. "Approximately 25 to 30 min into surgery they experienced bleeding due to the tissue not sealing as intended. At approximately 48 or 49 activations the bleeding occurred. At activation 50 they cleaned the device and completed the case. The entire case was approximately 62 activations. The territory manager was present for the case. The scrub form is available. The facility discarded the hand piece but the device key is available for return. Due to the amount of bleeding, the doctor converted the case to an oophorectomy." Additional information was received via email from territory manager on 12-sep-2017 at 8:15 am: "the additional structure was removed in response to the bleeding. The ip ligament was failing to seal so an oophorectomy was completed. I am not aware of the patient receiving any anticoagulation therapy. The surgeon changed her trocar placement for this procedure. " additional information was received via email from territory manager on 14-sep-2017 at 5:53 am: "to my knowledge, there was no concern for patient injury after the procedure." Patient status: "to my knowledge, there was no concern for patient injury after the procedure."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, the device key, the portion of the device that connects the handpiece to the voyant® electrosurgical generator, was returned for evaluation. Engineering analyzed the device activation logs that were extracted from a microchip in the device key, but the complainant's experience could not be replicated or confirmed. In the absence of the complete event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email from territory manager, on thursday 5-oct-2017 at 8:33 am "sorry for the confusion, I think I was mistaken when I said the ip ligament. In hindsight, I believe it was the vessel coming from the uterine side of the tube that was failing to seal."